Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "IFU urf-v2/v2r reprocessing manual chapter 3 compatible reprocessing methods and chemical agents. 3.3 detergent solution: use a medical-grade, low-foaming, neutral ph detergent that may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories. 3.4 disinfectant solution: use a disinfectant cleared/approved by your national regulatory agency for use in reprocessing flexible endoscopes. If national or professional guidelines applicable to your institution define ¿high-level disinfection¿ and require using a high-level disinfectant for the flexible endoscopes, follow the requirement. Follow the disinfectant manufacturer¿s instructions regarding activation (if required), concentration, temperature, contact time, and expiration date. IFU urf-v2/v2r reprocessing manual chapter 4 reprocessing workflow for endoscopes and accessories_ 4.2 workflow for cleaning and sterilizing endoscopes and accessories using an aer (automated endoscope reprocessors) /wd (washer disinfectors) , 4.3 workflow for manually cleaning and sterilizing endoscopes and accessories if you use reprocessor not recommended by olympus, we¿d like you to confirm whether you reprocess devices properly following instruction manual of the reprocessor referring to the following IFU contents. Or, we suggest to you to contact its manufacturer for proper reprocessing method. IFU urf-v2/v2r reprocessing manual chapter 1 general policy 1.4 precautions: only olympus-recommended or olympus-endorsed aers/wds have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory. We¿d like you to confirm whether you store devices in proper condition, referring to the following IFU contents. IFU urf-v2/v2r reprocessing manual chapter 8 storage and disposal 8.1 precautions for storage and disposal : store the endoscope and accessories in an endoscope storage cabinet which also protects the equipment from physical damage. : to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. : to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. If you conduct ethylene oxide gas sterilization, we¿d like you to confirm whether sterilization conditions are proper, referring to the following IFU contents. IFU urf-v2/v2r reprocessing manual chapter 3 compatible reprocessing methods and chemical agents 3.7 ethylene oxide gas sterilization if you conduct sterrad sterilization, we¿d like you to confirm whether the sterilization conditions are proper referring to the following IFU contents or instruction manual of manufacture of the sterilization equipment. IFU urf-v2/v2r reprocessing manual chapter 3 compatible reprocessing methods and chemical agents 3.1 compatibility summary_ list of compatible methods validated in terms of material durability" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section cover on the insertion tube of the uretero-reno videoscope was dissolved. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.